Manufacturer narrative:
Evaluation summary: the analysis results found that the holster required calibration to correct the error codes. The site could not duplicate the issue where the screen "kicks" out. The device was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.

Event description:
It was reported that the biopsy system delivered error codes and then the unit screen "kicks" out completely from the mode they were in back to the original screen. They changed probes and the error codes continued. After further troubleshooting, it was determined that the holster required service and repair.